Manufacturer narrative:
B3: date of event estimated as 10/17/2023. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Reportedly, procedures failed due to steps not being performed [failure to follow instructions]. It should be noted that the electronic perclose proglide instructions for use (eifu), states: prior to use, the operator must review the instuction for use and be familiar with the deployment techniques associated with the use of this device. The operator is aware the IFU deviation contributed to the unknown specified failure mode. The unspecified failure mode and treatment appears to be related to the use error. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported as a general comment that proglide devices related to interventional transcatheter aortic valve replacement procedures failed due to steps not being performed [failure to follow instructions]. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date of event. H6: medical device problem code 2017/failure to follow steps / instructions.